Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2004 - patient underwent repair of large incarcerated ventral hernia with composix kugel. On (B)(6) 2004 - office visit, no abdominal tenderness, some abdominal distention. On (B)(6) 2005 -patient underwent repair of recurrent hernia with no mesh noted. Extensive lysis of adhesions and excision of composix kugel were performed. On (B)(6) 2007 - patient underwent repair of recurrent incarcerated hernia, no mesh used due to patient's request. Needle biopsy of liver, resection of right buttock tumor. On (B)(6) 2007 - office visit, patient complains of pain and requests pain medication.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the medical record review the patient underwent repair of an incarcerated ventral hernia with composix kugel on (B)(6) 2004. The repair was attempted at a laparoscopic approach but due to difficulty of mesh deployment through the trocar the procedure was converted to an open technique. An office note on (B)(6) 2004 stated the patient hernia repair was complicated by ileus however there is no additional details surrounding the event. On (B)(6) 2005, the patient underwent primary repair of an incisional hernia, lysis of adhesions and excision of composix kugel. A small serosal tear in the intestine was made and repaired. On (B)(6) 2007, the patient underwent repair of a recurrent incarcerated hernia with no mesh due to patient's request. Multiple hernia defects were noted and converted into one large defect. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient has a significant medical history including (B)(6), and emphysema. The patient developed and was treated for adhesions and recurrence, both of which are known adverse events listed in the IFU. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn.